Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection, presenting with purulent drainage from the scrotal incision. The patient was hospitalized and placed on antibiotics. A surgical procedure was performed in which the cylinders, rear tip extenders, and pump were removed. Upon removal of the reservoir, bleeding was noted, and the reservoir was drained and retained. The corporal bodies and the scrotal incision were closed. There were no further patient complications reported.